Event description:
It was reported that pt was not getting stimulation coverage of her pain. Interrogation revealed high impedance at the 0 electrode. The physician was not able to program around the high impedance to cover the pt's pain. The pt underwent surgery. The pt's neurostimulator, extension, and lead were replaced. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis or both the generator and the extension revealed no anomaly found. Analysis of the lead revealed that the #0 conductor/wire was broken 15cm from the distal end of the lead.